Event description:
The angled toffelmire retainer has poor quality and erratic machining that caused the matrix band retention slot to inadequately tighten the matrix band and causes metal fatigue and fracture of the retaining element.